Manufacturer narrative:
The following fields were updated due to additional information g4: PMA / 510(k)# k981013. Investigation summary: bd did not receive any samples or photos for investigation. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: fibrin and poor serum. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® serum blood collection tubes, the serum and red blood cells were gelatinized and coagulated. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that after centrifugation of bd vacutainer® serum blood collection tubes, the serum and red blood cells were gelatinized and coagulated. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.